Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient¿s peritoneal dialysis registered nurse (pdrn) contacted technical support (ts) for assistance with bypassing an unnamed patient into fill 2. The patient had experienced multiple ¿patient line is blocked¿ alarms during drain 1 of 4. The ts representative informed the pdrn that the cycler would not permit the patient to bypass as it would cause an overfill. The pdrn stated that the patient had an infection and might have absorbed the solution. Attempts to obtain additional information were not successful. The pdrn did not state what type of infection the patient had or where the infection was located. Additionally, there was no allegation of a device malfunction or deficiency that may have led to the unknown infection.

Manufacturer narrative:
Additional information: in previous reports, the clinical review was inadvertently omitted from h10. Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a liberty select cycler malfunction or deficiency related to the unknown infection.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.